Event description:
Adverse event(s): "no patient involved." (No patient involvement). Product problem(s): "cassette leaking." (Fluid leak). The customer reported: leakage from the bottom of cassette during testing. Problem was solved after replacing product with another one. No patient impact was reported. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).